Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, heavily tortuous, 90% stenosed, de novo mid left anterior descending (lad) artery the xience prime stent was implanted at the lesion distally. A second 3.5 x 33 mm xience prime stent delivery system (sds) was advanced but could not cross the lesion and was intentionally implanted in front of the target lesion but did not have good wall apposition. A 2.5 x 38 mm xience prime stent delivery system (sds) was advanced but could not cross through the proximal implanted 3.5 x 33 mm stent and during removal, the xience prime stent caught on the implanted stent and dislodged; the dislodged stent was shifted/positioned between the two implanted stents. The dislodged stent was crushed against the vessel wall between the two implanted stents. It was noted that the distal flow was worse; a non-abbott stent was implanted between the two stents without reported issue. Although a clinical delay was noted, there was no reported treatment or adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: runthrough terumo. Guide cath: terumo heartrail jl3.5 6f. The stent remains in the anatomy. It is indicated that the delivery system is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other xience prime stent delivery system (sds) indicated is being filed under a separate manufacturer report number.